Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that there were high impedances measured after the device implant procedure. The reporter stated that the electrodes on channel 1 were "not ok" (problem with electrodes 1, 2, 3, 4, 6 and 7). The reporter stated that a new procedure was planned after the first to repair the system. It was stated that the paddle lead and extension 1 were reconnected and the impedances were still high on channel 1. Then the reporter stated the device pocket was reopened and the extension was removed and replaced. After that, it was reported that the impedances were checked and were "fine." There were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Analysis of the extension model 37081-40, serial (B)(4) found no anomaly. Impedances were measured with the extension connected to a known good lead in a 0.9% saline solution and normal impedances were measured on all pairs. (B)(4).